Event description:
The user had an (B) (6) result for a (B) (6), girl, which did not fit with the clinical picture. The first sample from (B) (6) 2009 with reagent of lot 154042 was 10.34 ui per l, repeat result was 10.56 ui per l. This sample was tested with another method in an external lab with a negative result. No specific data was provided. A second sample from (B) (6) 2009 tested with the same reagent lot was 9.53 ui per l. The same sample retested on (B) (6) 2009 with reagent lot 154467 generated a result of 5.97 ui per l. No information was provided to determine if the erroneous results were reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
The user had an (B)(6) result for a (B)(6) girl which did not fit with the clinical picture. The first sample from (B)(6) 2009 with reagent lot 154042 was 10.34 ui per l, repeat result was 10.56 ui per l. This same sample was tested with another method in an external lab with a negative result. No specific data was provided. A second sample from (B)(6) 2009 tested with the same reagent lot was 9.53 ui per l. The same sample retested on (B)(6) 2009 with reagent lot 154467 generated a result of 5.97 ui per l. No information was provided to determine if the erroneous results were reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
The investigation determined an instrument issue caused the problem as an obviously weak false positive (B)(6) result was received on one measuring cell and the sample was negative on the other measuring cell. A liquid flow cleaning of the measuring cell was recommended to the customer. Additional information was not provided for further investigation.